Manufacturer narrative:
The PMA report: p040024.

Event description:
On (B)(4) 2011, a spontaneous report was received regarding a female patient who also is a physician (age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included an allergy to sulfa and a scar in the glabella area. The patient's skin type and concomitant medications were not reported. The patient received an injection from 1 syringe of restylane (syringe size and amount injected unknown) by a nurse practitioner on (B)(6) 2011 around the lips, under a scar in the glabellar area, and the tear troughs alongside the nose. Pre-procedure medications used and additional procedures performed at the time of implantation were not reported. On (B)(6) 2011, after the implantation, the patient developed a cyst on her face, which was also described as cellulitis, at an unspecified injection site. On (B)(6) 2011 at 10:00 p.m., the patient developed swelling under a scar in the glabella area and worsened through the night. On an unspecified date in (B)(6) 2011, the patient experienced "distuning" in her left tear trough where restylane had been placed. The patient had not been medically evaluated and no treatment had been initiated. The refused to provide additional information. On (B)(6) 2011, additional information was received from a company representative. The company representative stated that the patient had contacted him to report that in addition to restylane treatment, she may have also received an injection of radiesse (synthetic calcium hydroxylapatite dermal filler). The patient further reported that she had just developed a "bag under her eyes" and was concerned that the bag may develop on the other side. The lot number and expiration date for restylane were not reported. Company comment: the term "distuning" was assessed under the event of swelling. Unable to confirm the meaning by the patient/physician as she was calling for treatment advice and refused to provided further information.